Event description:
The customer stated that she was hospitalized with a blood glucose reading of 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. The customer did not feel comfortable with the insulin pump and wanted it replaced. The customer also stated that there were scratches on the screen.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.